Event description:
The drainage bag was a new, unopened one, yet contaminated. Attached the photo of the product complaint. This was noticed before used on patient, and product was discarded by the customer. Note that the reported attached photo was not received/attached to the complaint. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.